Event description:
The patient reported that prialt had been put in the pump at one time and he went "haywire" and "absolutely bozo". Patient stated that he had suicidal thoughts and asked his wife to remove firearms from the house. Patient currently does not have prialt in the pump. The pump was delivering hydromorphone, clonidine, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2002 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).